Event description:
Arterial air and pressure alarms occurred at the start of a routine hemodialysis treatment. The operator was unable to complete rinseback due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. Pt¿s hb decreased from 11.1 g/dl on (B)(6) 2012 to 9.6 g/dl on (B)(6) 2012. Epogen dosing was increased on (B)(6) 2012 from 5,000 units to 10,000 units. No other medical intervention was required.

Manufacturer narrative:
The occurrence of both arterial air and arterial pressure alarms at the start of the treatment indicate that the alarms are most likely the result of vascular access flow issues. The cycler alarmed appropriately. There is no evidence of a device malfunction. The blood loss is attributed to the operator not performing rinseback in a timely manner is directed in the user guide when an alarm cannot be resolved. The user guide contains probable causes of alarms and adequate troubleshooting instructions. A direct correlation between the nxstage system one and the reported blood loss cannot be established. No further similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.